Event description:
It was reported to philips that the device cannot boot up. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Event description:
It was reported to philips that the device cannot boot up. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation. One power pca was returned for failure analysis. The reported problem was verified during lab testing. The device booted normally but was missing the sine wave display. Troubleshooting was performed and capacitor c 1204 was found to be leaky. The capacitor was replaced with a known good one and it was noted that normal sine wave was now present and it was also observed that the device passed all test related to it.